Manufacturer narrative:
(B)(4)

Event description:
It was reported that oversensing due to myopotentials was observed on the ventricular channel. Programming changes were made. Patient will be monitored. Device remains implanted.

Manufacturer narrative:
Correction - (B)(4).

Manufacturer narrative:
PMA number is added which was missed in initial report.